Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient with an ICD had intermittent undersensing during ventricular tachycardia and ventricular fibrillation episodes. Therapy was appropriately delivered and successfully converted patient¿s arrhythmia. Programming changes were made. The patient was stable and will be monitored.